Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm and unresponsive keypad due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was also received with case cracked behind the pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a critical pump error. Customer¿s blood glucose level was 115 mg/dl. Customer reported that they received critical pump error with no responsive buttons. Customer reported that they had blank display issue. Customer also reported that the clock did not advanced. The insulin pump will be returned for analysis.